Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation and independent laboratory results. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels and distal end were cultured and tested positive for the following microorganisms: enterobacter asburiae, rothia terrae, micrococcus luteus, kocuria k ristinae, bacillus flexus and micrococcus yunnanensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received device using an olympus boroscope. The scope¿s biopsy channel was inspected and discovered a small brown streak near the 50cm marking on the insertion tube. Additionally, there was a minor kink near the distal end opening of the biopsy channel. The bending section cover glue was discolored on both ends. The gf-uct180 video scope passed the leak test. A review the instrument history revealed the scope was purchased on (B)(6) 2016. The scope was last returned for service/repair on (B)(6) 2018. The scope was serviced and returned to the user facility. Based on the evaluation, the likely cause of the brownish stain inside the biopsy channel is due to improper reprocessing.

Manufacturer narrative:
The scope was returned the service center and is pending evaluation. The scope will be sent to the independent laboratory for microbial testing.

Event description:
The service center was informed that the scope cultured positive for enterobacter asburiae and enterococcus faecalis after reprocessing. The culture was obtained using sterile technique using brushes in the channel and swabs on elevator. There are no associated patient infections.